Event description:
The customer indicated a patient with a previous history of being rh negative since 2005 was recently typed as rh negative. In (B) (6) 2008, the pregnant patient received antepartum rhogam. In (B) (6) 2008, the patient (in labor) was typed as d positive using mts a/b/d monoclonal and reverse grouping card lot # 082008037-27 and also in tube method as a weak d. The pt tested positive with the fetal cell testing and the kleinhauer-betke staining method, which is the confirmatory test for a fetal bleed. The stain revealed a 1-15 ml fetal red cell bleed into the maternal circulatory system. Customer repeated the sample using mts a/b/d monoclonal grouping card lot # 061708053-08 and obtained negative rh results. This customer issue is also being reported under (B) (4) medwatch MFR# 1056600-2009-00013, to document the discrepancy noted for lot # 061708053-08.

Manufacturer narrative:
Satisfactory results were obtained with retained and returned cards using the lot # 082008037-27 and 061708053-08, the returned samples and a known weak d sample. Positive reactivity was obtained in all the anti-d microtubes and in tube method at ahg phase only, confirming the sample was a weak d. Both gel card lot numbers performed as expected at ocd. The customer's complaint was confirmed with lot # 082008037-27, but not with lot# 061708053-08. Batch record review was within release specifications. Incident is isolated. Although the patient samples reacted as rh positive in tube and in gel at the customer site and at ocd, no definitive root cause was determined as to why a patient with a previous history of being rh negative is now reacting as rh positive. The rh typing of the fetus was not specified. (B) (4).